Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned for analysis. The helix was disengaged from helical channel. The outer tubing overlay was breached cut, and had blood/body fluid present. The inner tubing was kinked/buckled, and blood was found in/on the helix/lobe mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that upon implant attempt of right ventricular lead, the helix would not re-extend when physician repositioned the lead. Physician was not comfortable with electrical measurements being received and the lead was removed and replaced. No patient complications have been reported as a result of this event.